Manufacturer narrative:
Approximate age of device ¿ 3 years and 1 month. Device analysis: the pump remains implanted and the patient remains ongoing on vad support with no further related events have been reported. The replaced portion of the driveline was returned in a segment measuring approximately 10 inches. A segment of red wire measuring approximately 1.5 inches was returned, a segment of orange wire measuring approximately 2.5 inches was returned and segments of the remaining wires (black, brown and green) measuring approximately 2 inches were also returned. The evaluation of the returned portion of the driveline confirmed external wire damage that could have contributed to the pump stop events observed in the submitted log files. Pump stoppage events with corresponding low speed operation and low flow hazards alarms were recorded in the log file. The events occurred while the patient was connected to the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. Electrical continuity testing of the driveline in the condition that it was received did not reveal any discontinuities or shorts. Upon removal of the outer silicone jacket, no damage to the bionate layer was identified. There was severe breakdown of the metal braided shield observed. Visual examination of the driveline revealed kinking of the black and green wires and black and brown wires. Further visual examination of the driveline revealed a breach to the insulation of the black wire where the kink was observed. The remainder of the driveline was then submerged in a saline bath for high potential testing which revealed a breach in the insulation of the green wire at the location of the kinking, exposing the inner conductors. The damage to both the black and green wires appeared to be the result of mechanical damage, due to repetitive flexing. Examination of the remaining wires did not reveal any additional damage. The green wire redundantly supports motor phase 1, while the black wire redundantly supports motor phase 2. If the exposed conductors of the green or black wires contacted the braided shield while the system was operating on a tethered power source (such as the power module), the resulting short to ground would have resulted in the pump stops and other associated alarms that were confirmed through the analysis of the submitted log files. The reported event also could have resulted from a phase-to-phase short if the exposed conductors of the green and black wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that pump stoppage alarms occurred while the pump was connected to the power module. Review of the system controller log file confirmed the pump stoppage events. An issue was suspected with the percutaneous lead (driveline). The manufacturer performed a driveline replacement on 10sep2018. No further information was provided.